Event description:
This procedure was performed on the right sfa. After the stent was deployed, a wire fracture with embolization was noted. The distal end of the delivery system got caught in the stent and broke in two. The delivery system and wire was retrieved, however, the pt was scheduled for surgery to remove the distal end. The pt expired in 2009.